Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye due to mechanical complications. The complications were not defined. No incision enlargement or vitrectomy were required. The same model, a larger, 31.5 diopter lens was used for the replacement. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/17/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection at 10x microscope magnification was performed. The lens was observed cut in two parts. Both lens haptics were observed intact. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was detected on the lens sections. The condition observed in the returned lens is consistent with a lens that has been cut due to a lens removal/explant process. The customer's reported issue could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. The units were released according specification in compliance with product intended use as required. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.